Event description:
It was reported that a patient underwent a an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke frequently during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the procedure & event date? No further information is available. It mention ""suture breakage occurred frequently during use"" could you please confirm if the (B)(4) devices present the issue? Qty of product involved: (B)(4), 5 could you please confirm if the lot number is correct (rabbmk)? Rabbmk,qhbeah, ljh109, mdh699, qmbbze, rabbhr. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Additional information was requested: for each lot number reported (rabbmk,qhbeah, ljh109, mdh699, qmbbze, rabbhr), please confirm the number of devices that experienced the quality issue of suture breakage during this single procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-01016, 2210968-2022-01018, 2210968-2022-01019, 2210968-2022-01020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem found . H3 investigational narrative: eight packets of product code ep8735h were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-01016, 2210968-2022-01017, 2210968-2022-01018, 2210968-2022-01019, 2210968-2022-01020.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/8/2022. Additional information was requested, the following was obtained: [contact name] unknown: (B)(4). [Event description correction] original event description: suture breakage occurred frequently during use. Corrected event description: although no extra force was applied, the needles were detached from the sutures for each lot number reported (rabbmk,qhbeah, ljh109, mdh699, qmbbze, rabbhr), please confirm the number of devices that experienced the quality issue of suture breakage during this single procedure. No further information is available. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-01016, 2210968-2022-01017, 2210968-2022-01018, 2210968-2022-01019, 2210968-2022-01020 product complaint # (B)(4). Date sent to the FDA: 3/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.